Event description:
A malfunction alarm occurred, but there was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery continued. Technical support resolved the issue by arranging for a replacement pump to be sent. The customer will use multiple daily injections as a backup therapy.